Event description:
The customer reported to olympus that the power to the airway mobilescope did not turn on. The device was returned for evaluation. During the device evaluation, the following reportable malfunctions were found: a foreign material in the forceps channel and the connecting tube had peeling coating, there were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found a foreign material in the forceps channel and the connecting tube had peeling coating. In addition to the reportable malfunction, the following were noted: the adhesive on the bending section cover had a chip; the bending section cover had discoloration; the battery/card cover was sticky; because the channel-tube was crushed, the suction function did not work and the tube cleaning brush could not be inserted; the connecting tube had a dent; the control unit was damaged and sticky due to water leakage; due to damage on the digital camera, the edges of the image are blurry; due to deformation of the bending tube, the bending angle in the down direction exceeds the standard value; the image guide bundle had significant breakage; the power button had a scratch and did not function due to damage; the scope cover was sticky due to water leakage; the upward/downward plate was sticky. The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. The customer did not know what the foreign material was. It was unknown if there was a delay to starting precleaning. The instrument/suction channel was flushed with water. There were no abnormalities reported in the accessories used for reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is unclear whether there was a deviation from the instruction manual in the reprocessing procedure for areas where foreign matter remained. There was also a brush insertion failure, so it is likely that the brushing cleaning was insufficient due to physical damage to the forceps channel. It is likely that the soft tube coating peeling is due to stress from use, external factors, or handling. The inspection method for this event is described in the maf-dm2, maf-gm2, maf-tm2 instruction manual, cleaning/disinfection/sterilization edition, "5.5 manual cleaning of endoscopes and accessories." "Brushing from the suction cylinder to the tip of the insertion tube 1. Grasp the shaft of the disposable single-end cleaning brush (bw-403b) about 3 cm from the brush part. 2. With the endoscope fully immersed in the cleaning solution, insert the brush straight into the suction cylinder opening. Insert the endoscope in small increments until the brush passes through the suction channel and liquid delivery channel and protrudes from the tip of the endoscope insertion tube. 3. Inspect the bristles of the brush protruding from the end of the endoscope insertion tube for dirt. 4. To remove dirt, wash the brush section with gloved fingers in the cleaning solution. 5. With the endoscope completely immersed in the cleaning solution, carefully pull the brush through the channel and out of the suction cylinder. 6. When the brush is removed from the suction cylinder, check the bristles on the brush for dirt. 7. To remove dirt, wash the brush section with gloved fingers in the cleaning solution. 8. Repeat steps 2-7 until all dirt is removed." The inspection method for this event is described in "3.6 endoscope inspection" of the maf-dm2, maf-gm2, maf-tm2 instruction manual operation section. "Inspection of the entire endoscope 4. Cracks, dents, bulges, edges, scratches, peeling of coating materials, protrusion of metal wires from inside, protrusions, sagging, deformation, bending, adhesion of foreign matter on the outer surface of the entire length of the insertion tube, including the curved part and tip. Visually check that there are no abnormalities such as falling parts." Olympus will continue to monitor field performance for this device.